Event description:
The surgeon was using the harmonic device during a bilateral salpingectomy portion of the procedure. The surgeon was attempting to cauterize and seal around the uterus where the fallopian tubes had been present. The patient continue to bleed due to the surgical wound not sealing with this device. The device was not working. This was a brand new device, not a reprocessed device provided by the manufacturer to our facility for use. Enseal was used in place of the harmonic.